Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that, during implant, the implantable cardiac monitor (icm) device measured small r-waves and exhibited artifact. The device was repositioned, but it still measured small r-waves and exhibited artifact. The physician was not satisfied with the measurements and request a new device. The device was not implanted. No patient complications have been reported as a result of this event.